Manufacturer narrative:
The returned sensor was evaluated. Visual inspection revealed a torn bend relief at the sensor end. The sensor passed all continuity tests. A known good device and cable were used to test the sensor and no probe-off reading was observed. The "sensor off" error message displayed throughout the entire testing period. The sensor was determined to be functioning as designed.

Event description:
It was reported that the experienced probe off reading. No known impact or consequence to patient.